Manufacturer narrative:
It was later reported that no further troubleshooting had been performed and no reprogramming was done. The physician had decided after the recent inappropriate shock that the s-ICD system would be explanted. The explant procedure was performed (B)(6), and the patient was scheduled to receive a cardiac resynchronization therapy defibrillator (crt-d) three days later. No additional adverse patient effects were reported outside of the procedures to change the device. The explanted electrode was not returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that in (B)(6) 2016 the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to oversensing. Technical services reviewed the episode and noted the signal amplitude had decreased and the morphology had changed. The rhythm appeared to be atrial fibrillation (af) with rapid ventricular response and aberrant conduction at a rate of approximately 170 bpm. An exercise test was performed, but the heart rate could only be elevated to about 150 bpm and the morphology change could not be reproduced. No programming changes were made at that time and the device remained programmed to the primary vector. Boston scientific received new information about this patient and device. The patient received another inappropriate shock in (B)(6) 2017. Technical services reviewed the new treated and untreated episodes. The rhythm was consistent with the previous inappropriate shock, with the heart rate at approximately 170 bpm again. It was suggested to perform another exercise test and try to get the patient's heart rate up to 170, as they were only able to reach 150 last time. It was also suggested to evaluate the other sense vectors, to see if alternate or secondary would provide better sensing.